Event description:
It was reported that the system exhibited jumpy atrial impedance measurements with an increased measurement that was greater than 3000 ohms. Inappropriate atrial tachycardia response (atr) events had been stored due to oversensing/interaction wit the minute ventilation (mv) feature. A boston scientific technical services consultant informed the caller that if the respitory rate trend (rrt) is programmed off then the inappropriate atr's will be resolved. No adverse patient effects were reported. It was noted that the atrial lead competitive product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).